Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator had high capture thresholds, and loss of capture leading to oversensing episodes. Programming changes were completed to address this issue. The patient was stable throughout.